Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 15-dec-2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a 42-year-old female patient who had essure (batch no. D72009) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced back pain (seriousness criterion medically significant), heavy menstrual bleeding ("haemorrhagic periods"), dysmenorrhoea ("painful periods"), abdominal distension ("abdominal swelling"), constipation ("constipation"), headache ("headache"), migraine ("persistent migraines"), fatigue ("chronic fatigue"), dizziness ("dizziness"), tendonitis ("tendinitis"), musculoskeletal pain ("joint and muscle pain"), fibromyalgia ("fibromyalgia pain"), muscular weakness ("muscle weakness"), musculoskeletal stiffness ("muscle stiffness"), muscle spasms ("muscle spasms"), paraesthesia ("tingling in the extremities"), restless legs syndrome ("feeling of restless legs"), electric shock sensation ("electrical hypersensitivity"), visual impairment ("visual problems"), vision blurred ("blurred vision"), rhinitis allergic ("allergic rhinitis"), oropharyngeal discomfort ("discomfort in throat"), thirst ("intense thirst"), dysphagia ("difficulty swallowing"), dry mouth ("dry mouth"), dry eye ("dry eyes"), pollakiuria ("frequent urination"), hypertonic bladder ("overactive bladder syndrome"), amnesia ("memory loss"), aphasia ("aphasia"), bruxism ("bruxism"), neck pain ("neck pain"), depression ("depressive syndrome") and feeling abnormal ("feeling of being 90 years old"). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, abdominal distension, constipation, headache, migraine, fatigue, dizziness, tendonitis, musculoskeletal pain, fibromyalgia, muscular weakness, musculoskeletal stiffness, muscle spasms, paraesthesia, restless legs syndrome, electric shock sensation, visual impairment, vision blurred, rhinitis allergic, oropharyngeal discomfort, thirst, dysphagia, dry mouth, dry eye, pollakiuria, hypertonic bladder, amnesia, aphasia, bruxism, neck pain, depression and feeling abnormal had not resolved. The reporter considered abdominal distension, amnesia, aphasia, back pain, bruxism, constipation, depression, dizziness, dry eye, dry mouth, dysmenorrhoea, dysphagia, electric shock sensation, fatigue, feeling abnormal, fibromyalgia, headache, heavy menstrual bleeding, hypertonic bladder, migraine, muscle spasms, muscular weakness, musculoskeletal pain, musculoskeletal stiffness, neck pain, oropharyngeal discomfort, paraesthesia, pollakiuria, restless legs syndrome, rhinitis allergic, tendonitis, thirst, vision blurred and visual impairment to be related to essure. The reporter commented: current state of the patient: difficulties upon awakening depending on the intensity of the pain, difficulties adapting to her place of work or life, fatigue and depressive syndrome depending on the situation experienced, feeling of being 90 years old, obligation to adapt constantly depending on her condition and the environment. "We learn to live with these disorders, until the day when they are more intense and we want to let go of everything. Fortunately, there are associations to get a little support and information, and not to feel alone. In addition to all these ailments, I am forced to do certain tests for example, and assume the financial burden". Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kgs. Batch no d72009 production date 2015-03-12 expiration date 2018-03-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-dec-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 15-dec-2021. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('back pain') in a (B)(6) female patient who had essure (batch no. D72009) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced back pain (seriousness criterion medically significant), heavy menstrual bleeding ("haemorrhagic periods"), dysmenorrhoea ("painful periods"), abdominal distension ("abdominal swelling"), constipation ("constipation"), headache ("headache"), migraine ("persistent migraines"), fatigue ("chronic fatigue"), dizziness ("dizziness"), tendonitis ("tendinitis"), musculoskeletal pain ("joint and muscle pain"), fibromyalgia ("fibromyalgia pain"), muscular weakness ("muscle weakness"), musculoskeletal stiffness ("muscle stiffness"), muscle spasms ("muscle spasms"), paraesthesia ("tingling in the extremities"), restless legs syndrome ("feeling of restless legs"), electric shock sensation ("electrical hypersensitivity"), visual impairment ("visual problems"), vision blurred ("blurred vision"), rhinitis allergic ("allergic rhinitis"), oropharyngeal discomfort ("discomfort in throat"), thirst ("intense thirst"), dysphagia ("difficulty swallowing"), dry mouth ("dry mouth"), dry eye ("dry eyes"), pollakiuria ("frequent urination"), hypertonic bladder ("overactive bladder syndrome"), amnesia ("memory loss"), aphasia ("aphasia"), bruxism ("bruxism"), neck pain ("neck pain"), depression ("depressive syndrome") and feeling abnormal ("feeling of being 90 years old"). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, abdominal distension, constipation, headache, migraine, fatigue, dizziness, tendonitis, musculoskeletal pain, fibromyalgia, muscular weakness, musculoskeletal stiffness, muscle spasms, paraesthesia, restless legs syndrome, electric shock sensation, visual impairment, vision blurred, rhinitis allergic, oropharyngeal discomfort, thirst, dysphagia, dry mouth, dry eye, pollakiuria, hypertonic bladder, amnesia, aphasia, bruxism, neck pain, depression and feeling abnormal had not resolved. The reporter considered abdominal distension, amnesia, aphasia, back pain, bruxism, constipation, depression, dizziness, dry eye, dry mouth, dysmenorrhoea, dysphagia, electric shock sensation, fatigue, feeling abnormal, fibromyalgia, headache, heavy menstrual bleeding, hypertonic bladder, migraine, muscle spasms, muscular weakness, musculoskeletal pain, musculoskeletal stiffness, neck pain, oropharyngeal discomfort, paraesthesia, pollakiuria, restless legs syndrome, rhinitis allergic, tendonitis, thirst, vision blurred and visual impairment to be related to essure. The reporter commented: current state of the patient: difficulties upon awakening depending on the intensity of the pain, difficulties adapting to her place of work or life, fatigue and depressive syndrome depending on the situation experienced, feeling of being 90 years old, obligation to adapt constantly depending on her condition and the environment. "We learn to live with these disorders, until the day when they are more intense and we want to let go of everything. Fortunately, there are associations to get a little support and information, and not to feel alone. In addition to all these ailments, I am forced to do certain tests for example, and assume the financial burden". Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Back pain [back pain] haemorrhagic periods [heavy periods] painful periods [painful periods] abdominal swelling [swelling abdomen] constipation [constipation] headache [headache] persistent migraines [chronic migraine] chronic fatigue [chronic fatigue] dizziness [dizziness] tendinitis [tendinitis] joint and muscle pain [arthromyalgia] fibromyalgia pain [fibromyalgia] muscle weakness [muscle weakness] muscle stiffness [muscle stiffness] muscle spasms [muscle spasms] tingling in the extremities [paraesthesia] feeling of restless legs [restless legs] electrical hypersensitivity [electric shock sensation] visual problems [visual disturbances] blurred vision [blurred vision] allergic rhinitis [allergic rhinitis] discomfort in throat [throat discomfort] intense thirst [thirst] difficulty swallowing [swallowing difficult] dry mouth [dry mouth] dry eyes [dry eyes] frequent urination [frequency urinary] overactive bladder syndrome [overactive bladder] memory loss [memory loss] aphasia [aphasia] bruxism [bruxism] neck pain [neck pain] depressive syndrome [depressive syndrome] feeling of being 90 years old [feeling abnormal] muscle pain [muscle pain] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 15-dec-2021. The most recent information was received on 05-may-2025. This spontaneous case was originally reported by a lawyer and describes the occurrence of back pain ("back pain") in a 42-year-old female patient who had essure inserted (lot no. D72009). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. The duration of use was reported as 00y00m00d. In (B)(6) 2017 she experienced heavy menstrual bleeding ("haemorrhagic periods"), fatigue ("chronic fatigue") and myalgia ("muscle pain"). In 2017 she experienced back pain (seriousness criterion medically important), dysmenorrhoea ("painful periods"), abdominal distension ("abdominal swelling"), constipation ("constipation"), headache ("headache"), migraine ("persistent migraines"), dizziness ("dizziness"), tendonitis ("tendinitis"), arthralgia ("joint and muscle pain"), fibromyalgia ("fibromyalgia pain"), muscular weakness ("muscle weakness"), musculoskeletal stiffness ("muscle stiffness"), muscle spasms ("muscle spasms"), paraesthesia ("tingling in the extremities"), restless legs syndrome ("feeling of restless legs"), electric shock sensation ("electrical hypersensitivity"), visual impairment ("visual problems"), vision blurred ("blurred vision"), rhinitis allergic ("allergic rhinitis"), oropharyngeal discomfort ("discomfort in throat"), thirst ("intense thirst"), dysphagia ("difficulty swallowing"), dry mouth ("dry mouth"), dry eye ("dry eyes"), pollakiuria ("frequent urination"), hypertonic bladder ("overactive bladder syndrome"), amnesia ("memory loss"), aphasia ("aphasia"), bruxism ("bruxism"), neck pain ("neck pain"), depression ("depressive syndrome") and feeling abnormal ("feeling of being 90 years old"). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, dysmenorrhoea, abdominal distension, constipation, headache, migraine, fatigue, dizziness, tendonitis, arthralgia, fibromyalgia, muscular weakness, musculoskeletal stiffness, muscle spasms, paraesthesia, restless legs syndrome, electric shock sensation, visual impairment, vision blurred, rhinitis allergic, oropharyngeal discomfort, thirst, dysphagia, dry mouth, dry eye, pollakiuria, hypertonic bladder, amnesia, aphasia, bruxism, neck pain, depression and feeling abnormal had not resolved. The reporter considered abdominal distension, amnesia, aphasia, arthralgia, back pain, bruxism, constipation, depression, dizziness, dry eye, dry mouth, dysmenorrhoea, dysphagia, electric shock sensation, fatigue, feeling abnormal, fibromyalgia, headache, heavy menstrual bleeding, hypertonic bladder, migraine, muscle spasms, muscular weakness, musculoskeletal stiffness, myalgia, neck pain, oropharyngeal discomfort, paraesthesia, pollakiuria, restless legs syndrome, rhinitis allergic, tendonitis, thirst, vision blurred and visual impairment to be related to essure administration. The reporter commented: current state of the patient: difficulties upon awakening depending on the intensity of the pain, difficulties adapting to her place of work or life, fatigue and depressive syndrome depending on the situation experienced, feeling of being 90 years old, obligation to adapt constantly depending on her condition and the environment. "We learn to live with these disorders, until the day when they are more intense and we want to let go of everything. Fortunately, there are associations to get a little support and information, and not to feel alone. In addition to all these ailments, I am forced to do certain tests for example and assume the financial burden" essure insertion date provided as (B)(6 )2016. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68 kg. Batch no d72009 production date 2015-03-12 expiration date 2018-03-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-may-2025: event "muscle pain", lawyer added. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.